Event description:
It was reported that during a t2 tibia surgery procedure, the base of the drill bit broke. It was also reported that tip of drill stuck in the bone; the surgeon shaved a little cortical bone, in order to remove broken drill tip from the bone. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The drill bit subject to this investigation was returned to the manufacturer for evaluation, it was visually confirmed the drill bit was broken at the base and at the tip of the bit. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.